Manufacturer narrative:
(B)(4). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by abdominal pain and turbid peritoneal solution. The patient was hospitalized on the same day as onset of the event. Treatment for the event was not reported. It was reported that fourteen days after hospitalization, the patient was discharged and had recovered. Pd therapy was ongoing. No additional information is available.